Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively, the right atrial (ra) lead became dislodged, exhibited high thresholds and small p-waves. The lead was revised and remains in use. No patient complications have been reported as a result of this event.